Manufacturer narrative:
The device alarmed compromised force sensor system during basic test due to loose and or protruded drive support disk. The occlusion, prime, the excessive no delivery test, were all unable to be conducted due to the compromised force sensor system alarm. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was reported that the device was stuck in prime setting. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.